Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that post implant, loss of ventricular pacing occurred. Atrial undersensing was also noted. The device was removed and replaced.